Event description:
The facility reported a pump with failure code 810:04. This failure code occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.